Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a merlin.net transmission the pulse generator exhibited loss of capture. No additional information was available and no patient symptoms were noted. The device remained implanted.